Event description:
A distributor from france reported a problem with a pump's display screen. Details about any impact on the customer¿s blood glucose level were absent. Technical support was awaiting the return of the pump to examine it further, as the usb port was found to be damaged, preventing connection. A replacement pump was prepared for the customer.